Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device pump. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device pump was replaced, and the device passed all testing.

Event description:
It was reported that the device had an over temperature error consistent with different sets. Event occurred during clinical setup; issue replicated during biomed self-test. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.